Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not pump water in the "recirculation" mode. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) checked the r1-r3 resistor banks: r1 = 35 ohms, r2 = 225 meg ohms, r3 = 50 ohms. The fsr also noted the unit would pump in all heating modes and the cool 3 and cool 4 settings, but the unit would not pump in cool #1 nor cool #2 settings. The fsr advised the customer that speed control resistors r2 and r3 need replacement.